Manufacturer narrative:
Conclusion: parts on order. Will repair when part arrives.

Event description:
It was reported via repair work order that the left head side rail would not lock into place due to a damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.